Manufacturer narrative:
The device remains implanted in patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted.

Event description:
Primary procedure performed on (B)(6) 2012, patient implanted with a bifurcated stent graft and a suprarenal aortic extension. Secondary procedure was performed on (B)(6) 2017, to treat a endoleak type iiia. Reportedly the overlap between the main body and proximal extension were shortening and there was no leak noted; however, he physician felt it necessary to add a bridge piece. A afx vela suprarenal was successfully implanted, bridging the previously implanted devices without incident. The patient was reported to be stable. There has been no additional patient sequelae reported at this time.

Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and denied response were received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.